Event description:
It was reported that during routine testing, the device would intermittently not recognize a connection to the therapy connector assembly. This issue would not allow the device to detect a patient connection, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and observed that pin 1 was damaged, which wasn't allowing it to make full contact with a connected therapy cable.